Manufacturer narrative:
Unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted during testing. The insulin pump received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed during manual prime and the drive support cap is sticking out. Nothing further was reported.